Event description:
It was reported that during a percutaneous coronary intervention treatment a balloon rupture occurred. The 99% in-stent restenosis was located in the left anterior descending artery within another manufacturer's stent. The physician advanced the 12mm x 3.00mm nc quantum apex balloon catheter, inflated the balloon once to 18atms and the quantum apex balloon ruptured. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.